Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had experienced an absence of no delivery alarm. The customer¿s blood glucose level was 346 mg/dl. The customer also states had bent cannula. Troubleshooting was performed for absence of no delivery, however unable to proceed with the troubleshooting. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.